Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt).it was reported that the cause of the issue is the battery wasn't charging which made it and much longer to charge. Got a new battery pouch and has been going ok. Patient said that the issue not resolved at this time and they don't plan to do much else have had enough surgeries.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting a message that the battery needed to be charged when charging the implant and the issue began on friday or saturday. Patient stated they had to reset the controller to resolve the issue. Charging the implant was slow and the error message came up once or twice. During the call patient denied damages on the recharger and could only see 1 row in the controller charging port. Patient cleaned the recharger and controller port. Patient reset the controller. Patient plugged the recharger and was stuck at checking recharge quality. Patient unplugged the recharger. Patient was stuck at checking recharge quality so patient reset the controller again. Controller was at 90% and implant was at 90%. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they were send 2 aa batteries. Agent reviewed replacement controller information and had patient swap the battery pack from the old controller. Agent walked patient through the controller set up process; patient confirmed the controller paired. Patient began recharging the implant with good quality. Patient noted their implant is in such a stupid place at the fold of where they bend and they're not wearing good clothes for recharging. Patient stated they will recharge tomorrow. Agent reviewed everything was working as intended. Additional information was received from patient stating the equipment was working but they needed help with returning the old equipment. Agent reviewed instructions.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were getting a message that the battery needed to be charged when charging the implant and the issue began on friday or saturday. Patient stated they had to reset the controller to resolve the issue. Charging the implant was slow and the error message came up once or twice. During the call patient denied damages on the recharger and could only see 1 row in the controller charging port. Patient cleaned the recharger and controller port. Patient reset the controller. Patient plugged the recharger and was stuck at checking recharge quality. Patient unplugged the recharger. Patient was stuck at checking recharge quality so patient reset the controller again. Controller was at 90% and implant was at 90%. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they were send 2 aa batteries. Agent reviewed replacement controller information and had patient swap the battery pack from the old controller. Agent walked patient through the controller set up process; patient confirmed the controller paired. Patient began recharging the implant with good quality. Patient noted their implant is in such a stupid place at the fold of where they bend and they're not wearing good clothes for recharging. Patient stated they will recharge tomorrow. Agent reviewed everything was working as intended. Additional information was received from patient stating the equipment was working but they needed help with returning the old equipment. Agent reviewed instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with patient to determine the circumstances that led to the issue of implantable neurostimulator (ins) being in a such a place at the fold of the bend, patient stated, it was taking so long to charge. Patient stated it started out ok and then started being slow and charging to take the battery out for rest to charge.